Manufacturer narrative:
Please see b5 with corrected information. The allegation does not represent a reportable failure, and no adverse event or medical intervention was provided. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.

Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod for an unknown duration. The reporter stated the pod adhesive is not sticking well to their back, resulting in the cannula dislodging. As treatment a new pod was applied. The reporter stated while attempting a pod application, it did not stick to the skin. The report was for an adhesive issue, there was no allegation of a dislodged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod for an unknown duration. The reporter stated the pod adhesive is not sticking well to their back, resulting in the cannula dislodging. As treatment a new pod was applied.